Event description:
Pt was reported to have 1st and 2nd degree burns on upper extremities after 3 hour surgery. Treated with silvadene ointment.

Manufacturer narrative:
Device involved not available for testing. Report filed after the 30 day period as a result of the definition of reportable events being adjusted.